Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon. Olympus (B)(4) obtained additional information from the nursing staff of the facility that they didn¿t realize the reported phenomenon. However they replaced the subject device to another device before an unspecified procedure, because they found the poor quality of the endoscopic image. In addition, the nurse manager of operating theatres and the head respiratory physicians of the facility stated that the phenomenon was occurred most likely during the transport or the reprocessing between the procedures. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found that the objective lens was missing. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus australia (oaz). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based on the information from oaz and the similar event, there was the possibility that this phenomenon was attributed to the physical stress being applied to the distal end of the subject device. Olympus stated the appropriate handling of bf-xt160 and the counter measures against abnormalities in the instruction manual of bf-xt160.